Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the station displayed a white screen along with an error stating, 'a timeout was detected by the underlying data sources; the operation was aborted.' After selecting ok, a second error appeared: 'object reference not set to an instance of an object. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the dsclientoltp database was in a suspect state, which prevented the station from accessing it and generated login failure errors. Attempts to repair the database were unsuccessful due to sql recovery and permission errors, and the issue could not be resolved using the standard knowledge article. The technical support specialist followed the appropriate recovery procedure by creating a temporary folder, copying the database files, restarting sql services, and deleting the database once it entered recovery pending state. A full sync was then performed, successfully rebuilding the database. The customer verified that the system was functioning properly, and the device operated as intended after the technical support specialist completed the investigation.